Event description:
The customer reported the system intermittently will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector. System operates as intended. This MDR is related to ge healthcare (B)(4).